Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for balloon burst and system components separate during use - distal tip were confirmed by the imagery provided, and difficulty or inability to withdraw system through vasculature was unable to confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Imagery was provided from the site and the following were observed: balloon burst during inflation with full deployment of thv constrained, likely by pre-existing mitral implant, balloon observed burst radially and longitudinally, and balloon distal tip separated. Balloon burst: the complaint description states, "a patient underwent a transseptal mitral valve in valve procedure with a 29mm sapien 3 ultra resilia valve inside a non-edwards pre-existing failed surgical valve. The case proceeded per protocol without issue until the time of deployment. After the valve was aligned with the implant, the patient was rapidly paced at 180bpm and a pulse pressure of 10mm or less was obtained. As the final one or two cc were being inflated (valve was a nominal prep), the balloon ruptured." The balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume, and previous implanted valve). While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction with rigid calcium nodules or the pre-existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The prescribed nominal inflation volume is provided in the IFU. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In this case, fluoro video of the balloon burst showed the thv becoming constrained around the waist during inflation, immediately prior to the balloon burst. As such, it is likely that the pre-existing mitral valve impeded full deployment of the thv, and as the balloon continued to be inflated it interacted with the thv struts, causing the observed burst. Review of available information suggests that patient factors (pre-existing valve) contributed to the balloon burst. However, a definitive root cause is unable to be determined. System components separate during use - distal tip and difficulty or inability to withdraw system through vasculature: as reported, "during the attempt to remove the balloon from the left atrium through the atrial septum, the balloon "umbrella" and bunched up on the tip of the delivery catheter. This action suggested to the team that the balloon had ruptured in a circumferential fashion. Multiple attempts were made to successfully remove the delivery catheter without success. The team was then forced to try additional measures which ultimately resulted in the balloon tip and a portion of the shaft detaching itself." As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the septal wall access site, which would have then led to the experienced retrieval difficulty across the septal wall. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. As such, available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) likely contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by a field clinical specialist, a patient underwent a transseptal mitral valve in valve procedure with a 29mm sapien 3 ultra resilia valve inside a non-edwards pre-existing failed surgical valve. The case proceeded per protocol without issue until the time of deployment. After the valve was aligned with the implant, the patient was rapidly paced at 180bpm and a pulse pressure of 10mm or less was obtained. Valve was inflated in typical slow fashion to allow for any possible adjustment. As the final one to two cc were being inflated (valve was a nominal prep), the balloon ruptured. The balloon was removed back into the left atrium successfully. During the attempt to remove the balloon from the left atrium through the atrial septum, the balloon "umbrella" and bunched up on the tip of the delivery catheter. This action suggested to the team that the balloon had ruptured in a circumferential fashion. Multiple attempts were made to successfully remove the delivery catheter without success. The team was then forced to try additional measures which ultimately resulted in the balloon tip and a portion of the shaft detaching itself. Initially it floated freely within the left atrium and while developing a game plan for its capture, it embolized into the left ventricle. It remained in the left ventricle as the team used a combination of a snare and an ono device to ultimately retrieve the portion and ultimately removed it safely from the patient. A new sheath was then inserted and the surgical valve was fractured with a 28mm true balloon without incident. The patient was returned back to their room for recovery in stable fashion and a normally functioning sapien valve within the mitral position. No apparent injury to the patient was noted. As per additional information received from the fcs, the balloon tip was all that was in the left ventricle. It initially dislodged in the left atrium and while the team was discussing the best way to retrieve it, it embolized into the lv where it initially became stuck in the lv chords. They were able to capture it with a snare and then pull it into the ono device. As they were removing the ono through the implanted sapien, the ono became entangled with the inflow of the sapien. One strand of wire from the ono appeared to have wrapped around the edging of the sapien. After multiple attempts with various techniques, they were able to dislodge it. The system was pulled back through the atrial septum to the edge of the indwelling sheath. This was removed as a single unit and a new sheath inserted. After the sheath was inserted, they recrossed the sapien and fractured the mosaic valve with a true balloon at around 15-18 atm without incident. Upon removal, there was a left to right shunt, so they elected not to close the septum. Everything was removed and the patient returned to their room. The patient went home the next day without any complications or injuries noted. As per follow-up received from fcs, the team believed that all portions of the balloon/shaft were accounted for afterwards and the balloon just appeared to burst. There was no easily identifiable cause.